Event description:
The patient was implanted with a nalu peripheral nerve implant system on (B)(6) 2024 to treat lower back pain. On (B)(6) 2024, after activating the system, the patient noted inconsistent communication between the implantable pulse generator (ipg) and the external therapy discs. Troubleshooting in the field was unable to improve the communication sufficiently for the patient and on (B)(6) 2025 a surgical procedure was performed to reposition the existing ipg to a more superficial position. No components were removed or replaced and no new components were introduced during the procedure

Manufacturer narrative:
There is no indication of any system or component failure or malfunction and all implanted devices remain implanted and in use after being repositioned. Fluoroscopic imaging was performed at the time of the initial implant and the device was reported to be palpable, although continuing to display some communication challenges. It is possible that the ipg was very slightly beyond the recommended depth for optimal communication, which allowed for occasional but inconsistent communication with external devices.